Manufacturer narrative:
Lumenis investigated the reported event. The foreign facility had reported that during a laser urinary surgery with the versapulse powersuite 60w the displayed did not work, an alternate device was brought in to complete the procedure. A lumenis service engineer visited the site two (2) days after the reported event and examined the device. The engineer replaced the display and then found the that the first frm lens was broken and replaced it, however, the lens malfunction is not related to the original complaint . After reconfirming it's operation, the engineer returned the system to the facility in working order. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 26-aug-2018 and installed at the customers site on (B)(6) 2019. A review of historical product complaints from the past two years shows that the same malfunction of the display has not led to serious injury. A review of system risk files found the risk of system failure (1007143_b - risk # 2.13) which has the potential to lead to ineffective treatment which may require prolonged operation or re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. Due to the long period of time passed since the event, the display is not expected to be returned to the manufacturer for product investigation; therefore a failure analysis of the complaint device could not be completed. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
Lumenis received a foreign user facility submitted cfda report ((B)(4)) on 05-nov-2019 regarding an event that allegedly happened on the (B)(6) 2019. During a laser urinary surgery in which a lumenis versapulse powersuite 60w laser system was being utilized, the displayed turned black. Unable to continue with the system, an alternate device was brought in to complete the procedure. The procedure was completed with the alternate device. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.